Event description:
The product was implanted on april 3, 1997. Reportedly, the catheter split. The surgeon performed a re-operation to remove the device on july 23,1997. The hospital has reported that the pt's condition is satisfactory.